Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported sideport detachment could not be conclusively determined.

Event description:
During an atrial fibrillation ablation procedure a sideport detachment occurred. While maneuvering the catheter into the right pulmonary vein following left pulmonary vein isolation the sideport detached. A new sheath was used to complete the procedure. There were no adverse patient consequences.